Event description:
The surgeon implanted a icm125v4 12.5mm implantable collamer lens in the left eye on (B)(6) 2011 and the patient complains of discomfort and pain. Vault and iop were normal. The lens was removed on (B)(6) 2011. See MFR report# 2023826-2011-00944 for the other eye.

Manufacturer narrative:
(B)(4).